Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl. Cause was unknown. Customer consumed sugar and juice to address bg. Customer reverted to an alternate method of insulin therapy.